Event description:
It was reported that the stylus pen for the programmer was unable to be calibrated properly, that the cursor would end up inches away from the stylus tip on the screen. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the overlay assembly and stylus were replaced and calibrated. It was also noted that the handle was broken. (B)(4).